Event description:
It was further reported that the lead and the adaptor were positioned in the right atrium. The ra lead was capped and the adaptor was explanted. It was also reported that "disconnection" was another term for lead fracture. The ra lead exhibited fracture only, lead adaptor did not exhibit fracture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4965-35 lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitation/discomfort in the chest. Pacing failure was noted due to lead fracture. Physician noted that the fracture was due to pregnancy due to abdominal placement. The patient was hospitalized as a result of the event. The lead was repaired and replaced later during delivery. Pacing failure due to disconnection was observed on the leads. The implantable pulse generator (ipg) system was replaced. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitation/discomfort in the chest. It was reported that the epicardial lead exhibited pacing failure due to lead fracture and disconnection. The lead was repaired and an adaptor was added. Disconnection was noted again on the pacing lead and the physician noted that the fracture was due to pregnancy due to abdominal placement. The patient was hospitalized as a result of the event. The lead was later capped and replaced. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitation/discomfort in the chest. Pacing failure was noted due to lead fracture. Physician noted that the fracture was due to pregnancy due to abdominal placement. The patient was hospitalized as a result of the event. The lead was repaired and replaced later during delivery. Pacing failure due to disconnection was observed on the leads. The device remains in use. No further patient complications have been reported as a result of this event.